Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of exhibiting undersensing. Data analysis was performed, and boston scientific technical services indicated that the reason for the undersensing is related to automatic gain control (agc) algorithm, which performs a flexible sensitivity adjustment of the ICD systems to avoid cardiac oversensing. Agc sets the sensitivity at the time of signal perception to a threshold of the mean value of the last perceived signals and gradually reduces it from there to the programmable minimum. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of exhibiting undersensing. Data analysis was performed, and boston scientific technical services indicated that the reason for the undersensing is related to automatic gain control (agc) algorithm, which performs a flexible sensitivity adjustment of the ICD systems to avoid cardiac oversensing. Agc sets the sensitivity at the time of signal perception to a threshold of the mean value of the last perceived signals and gradually reduces it from there to the programmable minimum. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.